Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: the hospital had been using a quick setup that put the device into ncpap mode at startup. However, after upgrading to sw3, the hospital staff strongly complained that the "flow sensor calibration needed" and "intake flow elevated" alarms appeared on the screen and that the intake flow values were displayed as "---". No patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: the hospital had been using a quick setup that put the device into ncpap mode at startup. However, after upgrading to sw3, the hospital staff strongly complained that the "flow sensor calibration needed" and "intake flow elevated" alarms appeared on the screen and that the intake flow values were displayed as "". No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).